Event description:
It was reported by the caller, clinical account specialist that during the procedure, the fiber optic cable connected to the piu from the workstation was stepped on and damaged. The caller stated the end of the cable connected to the piu was broken off. The caller noted no visible damage to the piu. The cable fiber optic cable was replaced and the issue resolved. The procedure continued. The caller requested a replacement fiber optic cable. No fse follow up. Cw417831f - fiber optic fo dplx sc-mtrj 62.5_125 30m. The caller noted this is the cable that was replaced (B)(6) 2026, reference (B)(4). The caller was advised to send a picture of the physical damage via email. The pictures were not available at the time of the call. It was also reported that after completing ablation with the farawave¿ pfa catheter, they were about to perform the watchman portion of the procedure when they noticed a large clot in the appendage. The caller stated the clot was discovered on ultrasound when they were getting images for the measurements of the left atrial appendage. The caller noted no other forms of confirmation. The caller stated prior to the procedure there was no clot noticed. The watchman portion of the procedure was aborted. The caller noted no medical intervention was provided. The patient's last known status was stable and awake, with overnight stay to be monitored. The caller requested documentation. The caller noted the catheters were not available for return. The caller noted the boston scientific farapulse¿ system was in use. The petal xml file software was used. The caller noted the carto¿ 3 system software version 8. The full version number was unknown. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).